Event description:
During patient use, suddenly a leaking sound was heard from inside of the ventilator. Then "loss air" alarm occurred. After that, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case. Later, the distributor found that the air and gas filter barrier was broken. Replacing the filter barrier resolved the issue.

Manufacturer narrative:
Although requested, no pt info was provided.